Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 72 months ago. Aneurysm and vessel morphology at the time of implant is unknown. Currently the aneurysm is 8 cm in diameter and there is disease progression with iliac limb dilatation. It was reported that there is aneurysm enlargement; with review of a recent CT, the physician believes that there may be a distal type I endoleak or a type ii lumbar endoleak. The patient returned and an angiogram was performed, there are no endoleaks present. The cause of the aneurysm enlargement is unknown. There were no further treatments for this patient. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results, conclusions: (endoleak), (disease progression).